Event description:
New information received notes that further programming changes were made and no further issues were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed. Myopotential oversensing was suspected. Oversensing was not reproducible in clinic. Programming changes were made. Oversensing episodes were again noted after device re-programming. Patient's condition was stable. No further information was available.